Event description:
"Dealer claims that on (B)(6) 2007, the elderly female consumer was in her residence with a caregiver and fell on the floor while using the 07770." "Dealer states that the right rear leg was bent inwards after that fall. But claims the female consumer used the walker again right after that and fell into the wall the second time. Dealer claims end-user brought the walker to her business and reported she was going for an x-ray."